Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were failed and after storage recovery attempt and reboot, all drawers showed device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer found drawers 3.1 and 3.2 not detected on the bus, despite all indicator lights appearing normal. Reseated the row board and retractor connections at the back of the drawers, then rebooted the unit. The system functioned as intended after the field service engineer repaired the device.